Event description:
The pt called lifescan in 8/05 and alleged that meter was reading inaccurately high. The pt was also calling in response to the unit of measurement letter. The pt reported a hypoglycemic event that occurred in early 2005. The pt did not notice that the meter was in the wrong unit of measurement, they stated, due to poor eyesight. The pt normally takes actrapid insulin three times a day based on a set amount, but when the results are really high or extremely low, then they change the amount of insulin by themselves. On the day of the incident they increased the amount of insulin, based on a misinterpreted, high result on their meter. After a while they felt symptoms of hypoglycemia (cold sweats) and asked their family member to check the meter. Family member noticed immediately the incorrect unit of measure and set the meter correctly. The pt drank apple juice and ate something. They were not treated by a healthcare professional. The pt did not recall changing the unit of measurement. They stated that it was previously set correctly; they added that the meter had fallen on the floor many times. The pt was unable to remember more details about the date, times, results, and amount of insulin. A replacement meter has been sent. The pt experienced the symptom of cold sweats; reflecting hypoglycemia.